Event description:
A pt whose anatomical form was considered suitable for endovascular repair underwent endovascular therapy in 2008. The procedure went as labeled. Once the grey positioner was removed from the main body (1820334-2008-00717), contralateral (1820334-2008-00718), and ipsilateral iliac leg graft delivery systems, blood leaked - especially heavy from the main body. Then, upon removal of another manufacturer's balloon from the contralateral site, the balloon met with a resistance. The leg graft was fluoroscopically confirmed to be slightly migrated downward and deformed. The physician did not consider that a problem at the time and completed the procedure. The physician looked through the x-ray image at a later time after the procedure and found the contralateral leg graft to be completely separated from the main body (1820334-2008-00720). He then went in in 2008, and placed an additional iliac leg graft as a bridge and overlapped the main body 1.2 stents. Because the distal areas of the contralateral limb was narrowed, another manufacturer's stents were placed (one inferior and one superior) in a longitudinal direction overlapping each other within the zenith leg grafts. The endoleak was resolved and the procedure was completed. The physician commented that the other manufacturer's balloon was unable to be removed fully deflated and felt this caused the limb separation. The pt has recovered.

Manufacturer narrative:
Event eval: this event is still under investigation.